Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, it was noticed that the remaining three bands could not be released off the ligator head. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), d7 (sud reprocessed and reused) and h8 (usage of device). Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, it was noticed that the remaining three bands could not be released off the ligator head. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on november 10, 2021. It was reported that there was no difficulty experienced upon setting up the device.